Event description:
It was reported that during a da vinci cystectomy surgical procedure, where the metal starts at the end of the prograsp forceps instrument, it was observed that the area is not aligned where the plastic meets the metal. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's proximal clevis to be dislodged at the distal end of the main tube. Failure analysis concluded that the damage may have been due to mishandling/misuse. Failure analysis investigation also found the main tube to be broken at the distal end. Material seemed to be missing. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube with material missing found during failure analysis if to recur could cause or contribute to an adverse event.